Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm or blank display noted. The device also had cracked battery tube threads, broken belt clip slot, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip. Moisture damage was found on the electronic assembly and on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after it was dropped into the pool. Blood glucose value was 247 mg/dl. He removed battery and reservoir to let it dry, but the display remained blank when putting the battery back in. He was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.